Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Customer technical support provided guidance for a complete pump reset, and the caller successfully started their sensor session without further issues.